Event description:
During routine maintenance testing, customer noted output of vaporizer appeared to be higher than expected. Ohmeda's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.